Manufacturer narrative:
As reported, the bard/davol sorbafix fixation deployed a broken fastener. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ this MDR represents the bard/davol sorbafix fixation (device #1). An additional MDR was submitted to represent the bard/davol sorbafix fixation (device #2). If/when the sample is received and evaluated, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the surgeon used the bard/davol sorbafix enhanced fixation device (device #1) and the first fastener was jammed. It was reported that when the surgeon grabbed the handle again, deployed two broken fastener and was removed from the patient's body. As reported, the surgeon used another bard/davol sorbafix enhanced fixation device (device #2) which was also had the same issue. It was reported that there was no delay in the procedure and there was no reported patient injury.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the surgeon used the bard/davol sorbafix enhanced fixation device (device #1) and the the first fastener was jammed. It was reported that when the surgeon grabbed the handle again, deployed two broken fastener and was removed from the patient's body. As reported, the surgeon used another bard/davol sorbafix enhanced fixation device (device #2) which was also had the same issue. It was reported that there was no delay in the procedure and there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix fixation deployed a broken fastener. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation and lot# details. The subject device was returned along with the broken fastener. Evaluation of the sample finds for the deformation on the input clutch gear teeth. The reported event of broken fasteners deploying is the result of forces applied during user/device interface. No manufacturing anomalies found. This supplemental MDR represents the bard/davol sorbafix fixation (device #1). An additional MDR was previously submitted to represent the bard/davol sorbafix fixation (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.